Event description:
This is a solicited report by a pharmacist with supplemental information by a physician from (B)(6) of aseptic peritonitis in a (B)(6) female patient coincident with extraneal viaflex therapy. On an unreported date, the patient began treatment with extraneal viaflex (2.5 liters, frequency and lot number not reported) intraperitoneally (ip) for apd (automated peritoneal dialysis). On an unreported date, the patient began using extraneal viaflex. On (B)(6) 2011, the patient experienced aseptic peritonitis (manifested by intensive abdominal pain) and was hospitalized the same day. On (B)(6) 2011, the patient received corrective treatment with amikin (amikacine) 750 mg once intramuscularly (im) and fortum (ceftazidime) 1 gram intraperitoneally (given until (B)(6) 2011). The patient was discharged on (B)(6) 2011. The patient improved after extraneal was stopped. Extraneal was not re-administered. On an unreported date in (B)(6) 2011, the patient recovered. The physician considered the aseptic peritonitis as severe and related to extraneal. He reported that the patient felt better since extraneal withdrawal. Extraneal was permanently withdrawn.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.